Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The root cause could not be determined.

Event description:
Clinical study. Same pt as MDR# 6000093-2007-00390 and 6000093-2007-00392. It was reported that following a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 (14mm long) was identified in the mid left anterior descending artery (mid lad) with 100% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.50 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 (6mm long) was identified in the first obtuse marginal branch (om1) with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt was discharged two days later on aspirin and plavix. Three days later, the pt required a tvr for restenosis of a previous placed taxus stent. The description of the taxus stent is unknown at this time. A taxus express2 drug eluting stent was placed in the om1. In the opinion of the physician the relationship to the taxus stent was probable.